Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. No additional adverse patient effects reported. The rv lead remains in service.